Event description:
Boston scientific received information that this left ventricular (lv) lead was exhibiting pacing inhibition which resulted in less than two seconds of asystole for this patient. A revision procedure was performed and the lead was removed from service. No adverse patient effects were reported.

Manufacturer narrative:
The lead was subsequently returned for testing. A thorough evaluation of the lead was performed. Analysis revealed all wires of inner coil are fractured approximately 15.3 cm from the terminal pin. The area above the fracture site showed signs of induced damages likely from a tool during the explant procedure. Additional lead testing was then performed to determine the cause of the fracture. Since the lead was torn down prior to submitting it for further testing, only the distal sides of the inner coils were analyzed and all the inner coil fractures show evidence of a torsional shear overload. No other adverse events have been reported. This product issue will be updated if additional information is received.